Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. As of 16-mar-2023, a system log review cannot be performed because the system logs are not available. This complaint is being reported due to the following conclusion: during an ion endoluminal lung biopsy procedure, a patient developed a pneumothorax. A chest tube was placed to resolve the pneumothorax.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube. The procedure was completed. The lesion was a 2.0 cm cavitary nodule, located 0.5 cm from the pleura. The pneumothorax was identified on fluoroscopy. Per the physician, the risk of pneumothorax would be similar with another biopsy modality. The pneumothorax was small to moderate in size; a 14 french chest tube was placed. The chest tube was placed while the patient was under anesthesia. The chest tube was removed after a clamping trial in the post anesthesia care unit (pacu) and the patient was discharged the same day as the procedure. The patient was reported as doing well. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.